Event description:
On (B)(6) 2013, cde reported patient was admitted to the hospital for dka. Cde stated on yesterday patient woke up with a blood glucose level of 189 mg/dl. Cde reported patient's normal blood glucose level is unknown, but is less than 189 mg/dl in the morning. Cde stated the patient took a bolus and then his blood glucose level went up to 440 mg/dl several hours later. Cde reported patient's blood glucose level was 444 mg/dl about an hour later. Cde stated the patient went to the ER that evening when his blood glucose remained elevated with a reading of hi. Cde reported patient's blood glucose level was 751 mg/dl when he was tested at the hospital. Cde stated patient was admitted to the hospital for dka, treated with an IV insulin drip and instructed to remove the infusion device. Cde reported patient's glucose level went down; exact reading was unknown. Cde stated she attempted to troubleshoot the infusion device and that the device was in temporary basal rate mode and the infusion device read tbr 0%. Advised this meant no insulin was coming through for the basal rate. Cde reported patient's wife stated patient does drink alcohol. Attempts to follow up with patient were unsuccessful. No product return was requested.

Manufacturer narrative:
Conclusion as the product has not been returned for investigation and the s/n is not available, the complaint could not be reproduced. Result as the product has not been returned for investigation and the s/n is not available, the complaint could not be reproduced. As the product has not been returned for investigation and the sn is not available, the complaint could not be replicated. Device was not returned.

Manufacturer narrative:
Cde did not have any information regarding patient's weight. Cde did not have any information regarding patient's tests. It was unknown if the initial reporter sent a report to the FDA. Pump was not requested to be returned.